Manufacturer narrative:
The device was returned to the MFR; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It was reported that while using the zimmer skin graft mesher the graft was caught in guard. The graft board passed easily through but the graft did not. There was no report of injury or medical intervention associated with the incident.